Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was in the low 30's mg/dl. The customer stated that his friends found him unconscious. The customer was treated with glucagon kit. The customer woke up within 30-45 minutes. The customer also reported high reading of 589 mg/dl. The customer treated with a bolus. The product was not returned for analysis.